Event description:
It was reported that the image on the 9800 system was flickering. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable pin connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.